Event description:
It was reported that the customer experienced issues with the touchscreen, requiring multiple attempts to enter information. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting as they are out of warranty and in the process of renewal; hence, no additional actions were taken.